Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, wear abrasion and flat creases. Leak test and microscopic analysis was performed which identified one crack opening, broken sharp and one striated opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Broken sharp of valve assessed as unidentified (tear) opening. One opening striated in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.